Event description:
It was reported that hcp called to get MRI(magnetic resonance imaging) information. The caller indicated that the patient has two retained leads without an ins(implanted neuro stimulator). The caller indicated that the patient had a nevro system implanted and then removed but couldn't provide details why the medtronic leads were left implanted. The caller was an MRI tech and did not have other details about the status of the scs(spinal cord stimulator) system. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).